Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose. Caller stated that the customer's blood glucose reading at the time of hospitalization was 20 mg/dl. Caller stated that the customer suffered a brain injury due to low blood glucose. Nothing further was reported.